Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing a low blood glucose (bg) event. The lowest recorded bg was 68 mg/dl, confirmed by cgm and manual test. The event was corrected with 15 g of honey and a beef stick. Bg subsequently stabilized and returned to range, with final readings of 139 mg/dl. The device provided a low bg alert. No medical intervention was required.